Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an inguinal hernia. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. The patient was not hospitalized for the event. Treatment for the hernia event was not reported. On an unreported date, the patient was taken off of peritoneal dialysis therapy. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.